Event description:
Customer reports the pt became hypertensive during dialysis (for reasons unrelated to this report). Needle was left in the patient's arm with the clamp closed. When nurse returned 5-10 minutes later to check the pt's blood pressure she noticed a pool of blood on the floor, checked the clamp and found that the top catch had snapped off. With no clamp pressure, the pt had blood flowing down and out through the fistula needle tubing. 2 units of blood were required for transfusion to replace the blood lost during this incident.